Event description:
It was reported that the customer experienced high blood glucose of 500 mg/dl. It was stated that the adhesive on the infusion sets is not sticking and they were coming off after the 1st day of use. Customer received no delivery alarms. It was stated that the issue was resolved by changing the infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.